Event description:
It was reported that the customer overdosed on insulin and crashed while driving. Customer was hospitalized for severe brain injury and has been in long term care for months. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with partially depleted alkaline battery. The insulin pump failed excessive no delivery alarm test. However, the insulin pump passed prime alarm test, rewind, basic occlusion test, displacement test and occlusion tests. The insulin pump had minor scratches on display window, cracked case near display window corner and cracked reservoir tube lip noted during visual inspection. The infusion set passed flow test. Broken p-cap tab, dried brown residue in tubing and bent cannula noted during visual inspection. The reservoir passed reservoir leak test with no leaks noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.